Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to long qt syndrome. The physician also determined the patient was in need of brady pacing. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.